Event description:
It was reported "the pet balloon burst during the egd procedure and caused the patient to aspirate." Patient aspirated, causing fluid to back up into lungs. Patient refused hospitalization and is currently fine.

Manufacturer narrative:
The supplemental will be filed once the device has been received and investigated.